Manufacturer narrative:
Event date: approximated.

Event description:
It was reported that a fistula occurred. On (B)(6) 2018, the patient underwent a left atrial appendage (laa) closure procedure and a watchman laa closure device was successfully implanted. Approximately 10 months post-procedure, the patient presented at the emergency department complaining of chest pain. During the cardiac catheterization, a fistula was noted between the circumflex artery and the laa behind the watchman implant. However, the final diagnosis for the patients chest pain was a right coronary artery lesion. No interventions were performed. Patient was discharged home.